Event description:
It was reported that the pulse generator exhibited atrial undersensing leading to inappropriate pacing. The patient was brought into the clinic and all electrical measurements were within normal range. Autocapture was programmed off and the atrial sensitivity was decreased. The patient would be monitored.